Event description:
It was reported that prior to device change-out, non sustained vf segms were seen that appeared to be noise. In addition to noise, oversensing was also observed. The lead was extracted and replaced during device change-out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.